Event description:
I have been using the amo complete moistureplus soft contact lens solution since 2007. I was told by a friend on saturday, that the product had been recalled. I previously thought the burning sensation in my eyes was due to not cleaning my lenses often enough. Dates of use: five months in 2007. Diagnosis or reason for use: solution for contact lenses. Event abated after use: no. Dose or amount: several drops. Frequency: 2-4 times a week. Route: intraocular.